Event description:
It is reported that the doctor implanted a long term catheter from right internal jugular in (B)(6) 2012. On (B)(6) 2012, the pt found his catheter loose and bleeding. He went to hospital and the doctor found the catheter was out of position 1 cm and cuff still in pt's body. The doctor had to change to a new catheter.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of revf1242 showed three other similar product complaint(s) from this lot number. ((B)(4))